Manufacturer narrative:
A portion of the delivery system remains in the pt's body. There are no plans to remove the portion, as the pt is doing fine, is recovering well, and has been discharged to a nursing home. The device in question will not be returned because it remains implanted. The device directions for use states: "if excessive resistance is encountered during the use of the wingspan stent system or with the gateway pta balloon catheter at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel, or a system component." Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.

Event description:
It was reported on 06/06/07, a stenting procedure of a stenosis of the left posterior inferior cerebellar artery (pica). Based on information rec'd on 06/28/07, it was determined that the pt presented with tia's (transient ischemic attack). The delivery of the stent was difficult but normal, as the stent is opposed to the wall in a good position . When trying to remove the delivery system, the delivery system inner body catheter engaged the distal end of the stent and would not pass back through the stent. The delivery system outer body catheter was removed, and the inner body catheter eventually stretched and would not release. The inner body catheter was cut as close to the skin as possible and remains in the body from the pica to the femoral artery. There are no plans to remove the remaining portion, as at this point, the pt seems to be doing fine, has improved from the tia prior to this procedure and is recovering well. The pt was discharged to a nursing home in 2007 for recovery from the initial event unrelated to this stent issue.